Manufacturer narrative:
Follow-up #1: date of submission 08/03/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: review of the black box data revealed one 128-fb80 battery alarm and multiple 128-fe80 battery alarms on (B)(6) 2016. These alarms are defined as post delivery motor power supply faults. On investigation, the pump powered on using the undamaged, returned battery cap and the battery cap was able to fully tighten. Electrical current draws were measured and determined to be within specifications. No battery alarms were duplicated during investigation. The pump was opened for further investigation and revealed evidence of moisture contamination on the motor regulator unit. The audio bolus button was noted to be torn. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.